Event description:
During baxters eval of the spectrum pup, it displayed door not fully latched when the door was closed. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. It was found out of specification with respect to door not fully latched messages. The messages were caused by a cracked insert boss. The front case assembly was replaced to correct this condition.